Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the channel tube near the distal end was dirty. In addition to the reportable malfunction, the following were noted: the air/water-cylinder and the suction cylinder had no color; the grip and switch 1 had a scratch; due to a crack on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to a cut on the angle wire, the bending section could not be bent in the down direction at all; the objective lens and the light guide lens had a crack; the adhesive on bending section cover had visible thread; the connecting tube had a cut; and the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a torn cable. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the channel tube near the distal end was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: detection method is described in operation manual chapter 3 preparation and inspection. Preventive measure is described in reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.